Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a polyflux 14l dialyzer, foreign matter was observed on the dialysate blood port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the provided photos showed a particle in the dialysate port was visible. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.